Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The questionnaire indicates the associated products as a cartridge, a handpiece, and a viscoelastic. The specific models of the cartridge and handpiece were not provided. Product history record could not be reviewed for the cartridge and handpiece lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The viscoelastic used is not the approved viscoelastic for use with this lens model and cartridges. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the pt had residual myopia and experienced blurry vision. The iol was exchanged. In the surgeon's opinion the iol did not cause/contribute to the event. There was no specific explanation provided. The surgeon also reported that the pt had previous bilateral lasik. An unapproved viscoelastic device was used during the implant procedure. Additional info has been requested.